Manufacturer narrative:
Exact event date is (B)(6) 2013. The doctor provided additional information on the patient and reported that the patient's post op corrected and uncorrected visual acuity was 20/40 and the patient was fitted with gas permeable contact lens to treat the central islands. The patient was unable to work as he works at night. (B)(4). The cooling tubing was found to be leaking and was replaced and the cooling reservoir was replaced. The treating surgeon reported that the system was functioning normally after the repair. All pertinent information available to amo has been submitted.    Placeholder.

Manufacturer narrative:
Event date is unknown. The amo field service specialist evaluated the excimer laser at the customer location and did not find any issues that were related to the reported events. Calibrations were performed to optimize system stability. Field service found the cooling system empty and refilled. The customer was advised on the proper operation when the system has been sitting for awhile. Field service also indicated that other patients treated on the same days did not have any issues with their outcomes. The amo medical monitor discussed this event with the treating doctor and the doctor indicated that the patient was one month post op and he wanted to wait and watch for now. No further information was provided on the patient. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented at a post op exam with central islands when viewed by corneal topography following a prk (photorefractive keratectomy) treatment. The doctor declined to provide further information stating a preference to wait to see how the patient does.